Event description:
It was reported to bioprotect ltd. On 25-apr-2025 that a bioprotect balloon implantation procedure was performed on (B)(6) 2025. The procedure was done under general anaesthesia following placement of fiducial markers. The patient was discharged with no clinical symptoms. On (B)(6) 2025, the patient was diagnosed with urinary tract infection (uti) and was prescribed two courses of antibiotics. According to the treating physician, he is unsure if the device or procedure caused or contributed to the patient's complications. In addition, on simulation MRI on (B)(6) 2025, the balloon seemed to be subcapsular however provides sufficient space between the prostate and the anterior rectal wall. Currently, the patient is fine; his radiation treatment is delayed.